Event description:
"The clave connector broke off the cassete as clinician was attempting to secure a syringe to it. Incident took place on medical unit. The patient did not receive the entire dose of d5w due to the incident. Patient was not stable with a low blood glucose and 50ml of d5w infusion over 5 minutes was delayed. The clinician set up a d5w glass vial on the secondary clave (cassette) and the clave broke off. The clinician was required to prime a new line and placed the required dosage of d5w in a minibag for infusion. There was a delay in treatment but patient became stable post treatment." Additional information has been requested, but has not been provided.

Event description:
Additional info was received from the abbott international affilate (abbot canada), subsequent to the initial report. The secondary clave port on the cassette was accessed with an adapter designed to convert the needle to a needless system fo the d5w glass vail.